Manufacturer narrative:
A siemens headquarters support center (hsc) reviewed the event. Hsc determined the centralink data management system is working as designed. Hsc restored the database and reviewed the instrument data. Hsc found the customer has a laboratory information system (lis) setup to display the results as less than. The cause of the centralink data management system presenting the incorrect results is due to an incorrect setup. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that patient samples for salicylate, acetaminophen and cardiac troponin results resulted with errors "e522 - below assay range", but their centralink data management system showed a less than result. The results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the centralink data management system presenting the incorrect results.